Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump and stated this would occur when the reservoir went down to 30 to 35 units of insulin. Customer stated there were no kinks or air bubbles and the cannula was not bent. Troubleshooting was declined. Customer's blood glucose was not recalled. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.